Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert. The alert was successfully cleared after plugging the pump to charge to a different wall adapter. Customer's blood glucose level was 158-159 mg/dl.